Manufacturer narrative:
The insulin pump was monitored for three weeks and no suspend anomaly or time loss or gain anomaly was noted. The insulin pump had minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump was repeatedly suspending itself every hour. The customer's blood glucose was 322 mg/dl. It was also found the auto off feature was off on the insulin pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.